Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances on the superior vena cava (svc) coil, and it was suspected that the lead had fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead pacing impedances and thresholds were rising to high levels. Additionally, noise was seen on the svc coil, which also exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that alerts for high svc coil impedance, high bipolar pacing impedance, and high thresholds were triggered by the device for the rv lead. The pacing impedance was described as having ¿spiked.¿ rv lead failure was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.